Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) contacted the customer as requested and spoke to the cath lab and biomed shop, the stm indicated that both said that service was not needed for this issue. Getinge service was not requested in relation to this event, the cause of the issue was operator error.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) shut down three (3) times, without alarming. The customer requested a rental iabp, and asked for a getinge service territory manager (stm) to contact the facility. There was no harm or injury to patient and no adverse event was reported.